Event description:
The customer reported a button error. He tried to clear alarm, took battery out and put it back in, but the pump was still not working. Prior to the event, the patient stated that the pump was exposed to water. The customer was advised to discontinue use of the pump and revert to a backup plan. The blood glucose reading was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.